Event description:
It was reported that the patient's heart was racing when her microwave is on. The patient was advised about the effects of electromagnetic interference and told to stay away from her microwave when it is turned on. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076, implantable pacing lead, (B)(6) 2008. (B)(4).